Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy, mr, ous 2.75x38mm stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon wings were open and were subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a break in the extrusion 125mm distal of the hypobond site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07360. Reportable based on device analysis completed on 08-aug-2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.0x15 balloon catheter, two synergy drug-eluting stents with sizes 4.00 x 12 and 2.75 x 38 were advanced in unknown order but both failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached and shaft broken.